Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but due to a use error the device did not perform as intended. Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer from the wheelchair using an active lift (sara 3000) and the sling the patient slipped through the sling and dropped to the floor. The patient involved in the incident was an elderly female and received a superficial skin lesion on the back. No treatment was required. When reviewing similar reportable events, we have found a number of cases with similar fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the lift device (sara 3000) and the sling was being used for patient handling at the time of the event. An on site inspection by an arjohuntleigh representative found the lift in good condition but the sling was found in poor condition, with worn padding - anti-skid material in the sling and with unreadable label. This is not likely to impact the performance of the sling when used according to the IFU, but it is another indication that the sling was worn, and should not have been used. This may point to the staff not knowing of the necessity of the pre-use checks as indicated in the IFU, which in turn makes it unlikely the pre-use check were followed. Therefore, the lift and the sling which work as a system were found to have not been to specification when the event took place. In accordance to information provided by the facility when the resident was lifted the safety belt and leg support straps were applied. Based on the simulations performed, when the labeling is followed, there is no likeliness of a patient drop or other adverse event during the transfer of the patient with the sling. A patient drop becomes more likely to take place when a sequence of multiple use errors occur (with amongst them at a minimum): the person was not correctly evaluated for suitability; the person's arm are placed not outside the sling; the chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in sling instruction for use). It cannot be reasonably assumed that a patient will drop out of a sara 3000 sling type, that has been applied to the patient following the instructions supplied with the standing and raising aid it is designed to be used for. When the person would not be correctly evaluated (the person let all muscle functions go in legs and arms) / actively wiggle out of the sling), we can assume that when additionally the IFU is not followed on several points (multiple use errors) it appears more likely that a hazardous situation occurs resulting even in the patient's fall. Our evaluation appears to be in line with a use error having occurred which caused the device to contribute to the event. No training dates on training for the device system could be given by the facility for the staff involved. Our assumption is that the facility staff does not understand the importance of the patient assessment which should be carried out by a qualified nurse or therapist before lifting process and checking the sling before transfer. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. When the IFU would have been followed and the professional assessment of the patient before transfer would be provided and the sling would have been examined before transfer, the event would have been avoided. The re-training for the facility staff has already been provided. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.

Event description:
(B)(4).